Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was unconfirmed as the problem could not be reproduced. Two frontal radiographic images coned down to the left arm were returned for evaluation. The catheter appeared consistent with the implicated 4fr single-lumen powerpicc. There was overlapping of the catheter tubing present in both images. No bulging was seen in the tubing to suggest a kink or bend. As a kink could not be confirmed from the returned images, this complaint will be recorded as unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on march 26, 2025: line did not work (unable to use for blood draws, tpa given), required removal and replacement. No serious injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported we placed one on (B)(6) that has kinked/looped just beyond the insertion site, which we determined on ue xrs today while troubleshooting the faulty line. No other information was provided.